Event description:
Caller states that he noticed that the coaguchek xs meter had a burn mark on the display on the right hand side, spanning top to bottom of the screen. Caller said that the meter had not been left anywhere or set anywhere that it could have become too hot, or be burned. Caller states that the burn looks like it is on the inside of the screen. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.